Manufacturer narrative:
Investigation is currently underway at nihon kohden. A supplemental report will be filed.

Event description:
Customers reports that device has fan noise and display is dark with only cursor showing.

Manufacturer narrative:
Customers reports that device has fan noise and display is dark with only cursor showing. The device was never sent in for evaluation. The customer was deferred to sales. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.